Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After instrument data evaluation, the cse determined that the customer failed to have auto qc set up correctly on the instrument based on the tests being run. The instrument operating instructions defines customer adjustable software parameters, depending on what time they want to run qc, what qc product they are using and calibration. The cause for the discordant calcium results is user error. The cse corrected the software settings on the instrument. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium results were obtained on three patient samples on an advia 1800 instrument. The discordant calcium results were reported to the physician(s). The samples were repeated on the same instrument and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium results.